Manufacturer narrative:
(B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the stapler fired without issue but upon completion of firing, it would not retract nor open. The surgeon tried several trouble shooting items and still would not open, even with the retraction tool. It was also reported that the laparoscopic procedure was converted to open, but unrelated to device problem. The surgeon had to cut the tissue around the stapler and needed to re-do the transection and the case was completed.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Engineering performed an analysis of the system logs which showed that in log 222, the returned adapter's serial number and the returned reload lot number were used in firings. In log 222, there were several instances of excessive load during clamping of the returned reload. The firing motor movement data was analyzed, which indicated that there were no issues firing the reloads. The retraction motor movement data indicated little to no load, which is not representative of thick tissue firing retraction. The reported condition was able to be replicated by loading the reload such that the laminates were not connected to the adapter firing rod and firing on test media. Therefore, the cause of the reported condition is due to the reload laminates not being connected to the adapter firing rod during retraction. The most likely reason for the laminates to not connect to the firing rod is a loading error. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of damaged transistor that has no relationship to the reported condition. Replication of the damaged electrical components resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.